Event description:
A medtronic representative reported that while on site doing a microscope calibration. The unit was giving inaccuracies consistently over 2 mm. There was another navigation system on site, and when she checked the divot test with that, she was able to finish the calibration successfully. She was curious about the camera on the original navigation system. She checked the accuracy on an iso-c divot check and consistently had a much higher error on this camera. There was no patient present.

Manufacturer narrative:
There was no patient present. The camera was returned and found to be right at the threshold of calibration caused by an electrical issue. The camera was sent to the vendor for evaluation and repair. The vendor confirmed the reported event and recharacterized the camera programmed with the firmware as it was received. The camera was replaced at the site and the issue was resolved.